Manufacturer narrative:
(B)(4).

Event description:
Diabetes center representative contacted dexcom on (B)(6) 2016 to report a potential, faulty transmitter on (B)(6) 2016. No injury or medical intervention was reported.